Event description:
It was reported by customer that the corner on the left front is split, 2 years of use, in private home. User has experienced pinching , they put a towel over it so it does not do this.